Event description:
It was reported that the week of surgery, the patient tripped on a hole in a rug, the patient fell and hit an umbrella stand, hurting the patient's hip, knee, and foot. The patient was then checked months later and the device was found to be in the same location, but the patient believes it may have repositioned, and felt a big change in position of the device since the swelling and bruise have gone down. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted: (B)(6) 2014. (B)(4).